Manufacturer narrative:
(B)(4). This complaint for a ultrafiltration- low alarm was confirmed during the on-site device evaluation and the root cause was determined to be due to a damaged uf regulator. A device history was conducted and no issues were found related to ultrafiltration- low in the logs during the manufacture of the lot or serial number. A service history review was performed with nothing noted that was related previous service. The damaged uf regulator was replaced for a new one, which resolved the issue.

Event description:
A nurse reported to baxter columbia that the home patient (hp) finished their therapy with 1 kg more than programmed. Patient injury and medical intervention were not reported for this event.

Manufacturer narrative:
(B)(4). No sample was returned for evaluation as the device was evaluated by the field service engineer (fse) at the customer location. A follow-up MDR will be submitted if additional information becomes available.